Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl, at the time of incidence. Customer¿s other blood glucose level was 381 mg/dl. Customer was treated with food. Customer declined to low blood glucose questionnaire. Customer did not use auto mode at the time of incidence. The insulin pump will not be returned for analysis.